Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side implant has deflated", "breast is very hard but not painful" and "is very itchy at times." Patient additionally reported a non-device related event of "lumps around the edge of my breast". The device remains implanted.